Event description:
The nurse reported that the epidural pump was alarming "upstream occlusion". The tubing was changed over to a new pump and the same alarm occurred. Following this, the tubing was changed and no alarms occurred. There was no injury or impact to the patient as a result of this incident.